Event description:
The hcp reported, a patient has required weekly increases to their intrathecal baclofen dose. The repeated dose increases started approximately 3 to 4 weeks ago. The current dose is 1200 mcg/day (concentration unknown). The hcp reports, they suspect a micro tear in the catheter. Troubleshooting is being considered. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
.